Manufacturer narrative:
Device evaluation: this file was created from the pmcf study. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Abnormal use complaints are considered to be beyond any further reasonable means of interface-related risk control by the manufacturer. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Manufacturing records: prior to distribution, all cst-10 devices are subjected to a visual inspection and functional inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: as per the instructions for use, (ifu005) which accompanies this device, instructs the user "the device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract¿. The user is advised of the following potential adverse events in the IFU, "potential adverse events associated with gl endoscopy include, but are not limited to: allergic reaction to medication, allergic reaction to nickel, aspiration, burn, cardiac arrhythmia or arrest, fever, hemorrhage, hypotension, infection, pain/discomfort, perforation, respiratory depression or arrest, sepsis." There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause review: definitive root cause was established and can be attributed to the abnormal use of the device. Based on the available information, the cst-10 device was used in one patient that had walled off pancreatic necrosis (wopn) along with ppc as an indication. Which is a contraindication according to the instructions for use (IFU). This abnormal use has been confirmed by our medical advisor. As previously mentioned, the IFU states "the device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract" and in the notes section ¿do not use this device for any purpose other than stated in the intended use.¿ the user has not complied with the requirements of the IFU with respect to the intended use of the device. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. The ppc that was mentioned as an indication (1 instance of sepsis with required medication) was not related to cst. This has been confirmed by our medical advisor. Summary investigation findings conclude that a definitive root cause of abnormal use was determined from the available information. Confirmed quantity of 1 device, confirmed, used. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, medication was required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 25-feb-2025.

Event description:
Description of event: as per complaint form: MDR-2063 - observational post market clinical study ¿ cystotome. Among the 81 patient datasets included in the study, 41 had an indication of ppc (the only indication for use per device IFU). One other patient had walled off pancreatic necrosis (wopn) along with ppc as an indication. Among the remaining 39 patients, 35 had a wopn or walled off gastric necrosis (wogn) as an indication and were considered off-label use. Post-surgical fluid collection beyond anastomosis was the reason for treatment in 4 patients. Antibiotic prophylaxis was used among 79.0% (64/81) patients. The procedure was performed under ultrasound guidance in 100% of the patients. Electrosurgical puncture was achieved among 95.1% (77/81) patients. Notably, electrosurgical puncture was achieved in 95.8% of the 48 patients where the cystotome device was used first for the puncture. Among the patients where an access needle or aspiration needle was first used for the initial puncture, the puncture success rate was 93.9% (31/33). Location of the puncture was the stomach in the majority of cases (96.3%, 78/81). This complaint was opened to capture 1 instances of a cst-10 device being used off label. 1 instance of sepsis with medication required. Patient outcome: medication required. Patient/event info - notes: a total of 81 patient datasets were included in the study. One cystotome device was used in all but one patient. 57 years with a slight preponderance of males (61.7%, 50/81).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.